Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that his implantable neurostimulator (ins) was not working and he was looking for a doctor to do surgery. The patient said his other spinal cord stimulator (scs) device helps him and he needs a charger for it. The patient was redirected for a replacement recharger. The patient did report that they were in a lot of pain. No further complications were reported or anticipated. The indication for implant was rsd/causalgia-complex regional pain syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.